Event description:
Pt care technician developed rash/itching on forearms and neckline after wearing the gown. She went the employee health where she refused benadryl, but did receive a topical cream which did not provide relief from the itching. She saw her personal physician who treated her with medication that did relieve her symptoms, and she is now symptoms free.

Manufacturer narrative:
The customer was unable to provide the lot number and the sample, therefore, the actual root cause could not be determined. However, testing was done on ten people who wore the gown to identify if any irritation occurred. No abnormalities were found. In addition, reserved samples were sent for irritation and allergy testing. No irritation/allergy was found. We will continue to monitor for complaints of this nature.